Event description:
It was reported that, "trunnion on broach broke off while broaching with the accolade femoral broach #3. The broach was extracted using ortho vice grips."

Manufacturer narrative:
Evaluation summary: the results of investigation performed indicated that reported event occurred as cutting edges of the broach are worn and rounded due to excessive use. As cutting edges are worn and rounded, it provides higher resistance to insertion/extraction of the broach from the bone cavity. Application of excessive forces and/or bending loads will fracture the neck at "v" groove from a rapid overload as resultant force is transferred through the "v" groove of the neck.